Event description:
**Update** (B)(4) 2012 - patient fact sheet was received, which identified part/lot information. It was originally reported as asr, however part/lot indicates pinnacle. The complaint and associated mdrs were updated. File has been reopened.

Event description:
Litigation alleges, patient had three dislocations, pain, disfigurement and physical impairment after asr hip implant.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012 - patient fact sheet was received, which identified part/lot information. It was originally reported as asr, however part/lot indicates pinnacle. The complaint and associated mdrs were updated. File has been reopened.(left hip).the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of stem and elevated metal ions.